Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited undersensing. Device reprogramming did not resolve the issue. The patient was asymptomatic to the event and did not experience any adverse events. The lead also exhibited low impedance and insulation anomaly. The lead was explanted and replaced. The patient¿s condition was stable during and post procedure.

Manufacturer narrative:
Final analysis found that the field report of low lead impedance, under-sensing and insulation anomaly was confirmed. Analysis found damaged inner insulation due to an over tightened suture sleeve at 17.4 cm from the connector pin. The exposure of inner coil at this location caused the under-sensing and low lead impedance reported in the field.